Event description:
Baxter spectrum iq pump with heparin infusion not infusing. No drops noticed on the drip chamber, all clamps unclamped and blood back flowing on to the IV tubing. Pump had no warning indicating that it was not functioning. Pump removed from service and heparin infusion switched to another infusion pump and currently infusing as ordered. No harm to patient.